Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on even after the battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/20/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings:a review of the pump¿s history showed multiple reboots. No damage was found to the battery compartment. The returned battery cap had damaged threads and the cap was not able to fully tighten on to the pump. However, a power loss was not observed during testing. The pump cover was removed and no damage or moisture was found to the internal components. Unrelated to the complaint, the display screen was found to be dim, discolored, and difficult to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.